Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, on removal of the gall bladder, the 2 bags had torn inside the patient while trying to place the specimen into it. The specimen fell into the patient on the 1st bag. A new device was used to resolve the issue. There was no patient injury.